Event description:
Hcp reported the patient was seen 2/26/2002 with problems of increased tone in spite of the baclofen dose having been increased 10% at the previous visit. The patient also complained of itching of the lower extremities and spasms. Pt was able to transfer independently, but had leg pain with movement. A bolus of 50mcg over 5 minutes was given without improvement. The patient was put on oral baclofen. No rotor study was done. The pump and the catheter were both replaced. The pump and catheter were returned to the manufacturer for analysis due to pump and catheter malfunction. At the last office visit, the patient was reported to be doing great. They are actually able to have the patient on a lower dose of baclofen than before.